Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having anterolateral c orpectomy for burst fracture. Levels implanted: l4 it was reported that that devices broke and were explanted. No fragments were left in the patient. There was no patient symptom reported. Immediately post op, the patient was neurologically intact. However, after undergoing physical therapy, the patient developed some neurological deficit in the left lower extremity. The patient was brought back in for imaging and the instrumentation was intact. It was the surgeons belief that the patient has developed a palsy due to the extended retraction on the psoas muscle. One of the contributing factors in the amount of time the psoas was under retraction was due to the issues with the expandable corpectomy device. These issues increased the amount of time it took to complete the corpectomy by about an hour. All three devices contributed to the delay: the extra time to remove and then attempt to resnap them back on, etc. There were no further complications reported regarding the event.

Manufacturer narrative:
Outcomes attributed to adverse event: patient developed a palsy post-operative. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis:part #4360258, lot #ca18j025 visual and optical inspection did not reveal any damage to the end caps. The caps were returned detached from the centerpiece. Functional inspection with a sample centerpiece confirmed the caps were able to be snapped on and removed. The caps function as intended. No fault found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.